Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to a third-party service center for evaluation. Evaluation confirmed a ventilator inoperative condition occurred. The system printed circuit assembly was replaced to address the issue. Preventive maintenance was completed. Unrelated to the original complaint, the connection cover was noted to be missing.